Event description:
The account stated that the cell dyn 3200 sl analyzer generated incorrect platelet (plt) results. An initial plt result of 96,000/ul was generated which repeated at 12,000/ul and was 7,000/ul on the celldyn 4000 analyzer.

Manufacturer narrative:
A technical service specialist (tss) was sent tot he account. The tss ran 7 degree latex particles, which recovered within specification. When samples and controls were run, the plt results were erratic. The diluent/sheath filter was checked and found blocked. A new inline sheath filter was installed which resolved the issue. The cd3200 system operator's manual (rev m), on pages p 3-31 states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a smear review ..." The plt values recovered were out of range low and were repeated. Repeating the samples identified that plt results were erratic. The inline sheath filter is monthly maintenance item: "the diluent/sheath filter is located on the front panel to the left of waste chamber #3. Replace the filter once a month, or whenever contamination is suspected. A sign of contamination is usually manifested by high platelet background, poorly defined plt-rbc (0 degrees / 10 degrees) scatterplot, excessive wbc flagging, or erroneous 5-part differential results." (Pp. 9-25/26). In addition, the complaint analysis trending system (ctas) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified. This is the final report. End of report.